Event description:
Overdelivery reported: the pump was programmed in the continuous plus pca mode of delivery to infuse dilaudid 1.0mg/ml, 0.3mg loading dose, 0.2mg/hr, 0.2mg pca, and a 10 minute lockout. According to the customer contact, the night shift nurse found the pt unresponsive with respirations at 4 breaths/minute when the nurse was doing initial pt assessment rounds. Narcan was administered ivp and the narcotized state was reversed. The customer contact did not have any info related to the narcan dosage or whether the volume in the dilaudid syringe/vial at the time of the event was consistent with the prescription, usage, and delivery time frame. Though requested, there was no additional info available.